Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her insulin pump died after receiving a low battery alarm, after she changed the battery the pump just died and could not be turned on again, she tried to put another new battery in, but insulin pump was still not turned on. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly.